Manufacturer narrative:
The affected operating light was analyzed by the hospital¿s biomedical department. The affected spring arm of the operating light were installed in 2016 and a spring arm was not available for analysis at the manufacturer. The investigation was based on the information and photos taken during the analysis by the hospital. The photos show signs of wear on the plastic spring arm cover parts and metal cover plates. Traces of grease and plastic deposits could be seen on the inner surface of the metal plate. The cause for the wear and deposits could not be determined as the spring arm was not available. The picture further show collision marks are visible on the spring arm covers. Based on the information it is likely that the reported dust fell through the hole used to adjust the arm compensation as a result of the collision(s). There is no indication that a device malfunction caused the incident. In addition, we received the information that agent surfanios is used for disinfection. This agent has not been tested for compatibility. The IFU specifies disinfectants that are proven to be compatible with the material and approved by dräger. In order to achieve optimal device operability and illumination of the surgery field, operating room lights with its spring arm system can be positioned directly above the patient by the operating staff. Collisions or external mechanical impacts can cause damage to the arms resulting in particles falling into the sterile operating field. The IFU contains warning that collisions of the light body must be avoided due to a possible patient hazard and device malfunction. The spring arm and cantilever arm are designed in a way that metallic and plastic particles or residues from use cannot fall down directly when used as intended and in accordance with the IFU without deformations due to collisions. The polaris 600 light system is state of the art and its usability has been demonstrated in accordance with iec 62366. The affected spring was replaced by the hospital to solve the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that black dust fell from the operating light into the operating field during a surgery. The patient was reported to have no clinical consequences.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that black dust fell from the operating light into the operating field during a surgery. The patient was reported to have no clinical consequences.